Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 30. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling, increased sensitivity, abscess and inflammation. No further patient complications were reported.